Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails accuracy +8.3%. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was confirmed. It was found out that the accuracy test was affected by the valves and expulsor. In addition, the dso sensor and air detector were replaced, as they were damaged and no longer functional. All pvt tests were performed and passed satisfactorily.